Manufacturer narrative:
This time/date reset issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) of 37 mg/dl and an elevated bg of 600 mg/dl with sweating, extreme drowsiness (lethargy) and slow movement associated with an alleged time/date reset issue. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the date in the pump was correct but the time was incorrect. The patient believed that the pump caused their bg issues since they were getting their basal rates at the wrong time. This complaint is being reported because the alleged hypoglycemia and hyperglycemia was related to use error of the product.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: review of the black box data did not reveal any evidence of the time/date resetting to the factory default. The last bolus delivery was recorded on (B)(6) 2018 and the last delivered bolus was recorded as a 12.0-unit normal bolus on (B)(6) 2018 at 08:39. On investigation, the pump powered on normally and was exercised for 24 hours without any functionality issues. After the 24-hour exercise, the battery was removed from the pump for a period of six hours. On reinsertion of the battery, the time and date reset to the factory default setting. Investigation duplicated the alleged time/date reset to factory default issue. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.